Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus process. The blood glucose reading was 181 mg/dl. The customer stated that she had had surgery on her shoulder and had removed the insulin pump when the alarm occurred. This was the first time the device had alarmed motor error, and it had not been bumped nor dropped. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.